Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for low or no fill with the incident lot was not observed. In addition, 20 retention samples for lot# 2257762 were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low/no draw. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: stage: when blood is collected in the outpatient blood collection room. Defect: low draw. Quantity: 1 piece. Effects: no effect on patients and users. Claim settlement: complaint reply letter is required, green claim settlement is not required.